Manufacturer narrative:
The lot number was not provided for a device history record review, and the device was not returned for evaluation. Based on the information provided, there is no indication of a product deficiency that could have contributed to the reported event. The IFU symphion system general warning: - the symphion system should only be used by physicians trained in hysteroscopy and hysteroscopic surgery using powered instruments. Healthy tissue can be injured, e.g., perforation by improper use of the resecting device. Use every available means to avoid such injury. - clinical observation (e.g., vital signs and physical examination) and visualization of filtered/returned fluid is recommended to reduce the risk of blood loss and excessive bleeding. To maintain visualization during coagulation, fluid will be circulated at 10 second intervals while coagulation is active. - section 7 adverse events listed the potential complications of continuous flow endoscopic surgery include bleeding and damage to healthy tissue.

Event description:
It was reported that during the symphion procedure, while resecting the 3cm uterine fibroid, the physician hit an artery or vessel and could not see or continue the case. The patient's blood loss was 350 ml, and the patient was taken to the ICU. The patient reportedly recovered and went home the next day.